Event description:
It was reported that the right atrial (ra) lead had exhibited lack of capture due to dislodgement. The patient had been receiving extensive physical therapy involving increased use of their left arm. The lead was repositioned. The lead dislodged three months later due to non-compliance with movement restriction and physical therapy. The lead again exhibited a lack of capture. The lead was turned off and was subsequently replaced during a device upgrade procedure. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Event description:
The patient had experienced dyspnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.